Manufacturer narrative:
(B)(4). The patient line not being properly primed prior to patient connection to the setup is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice cassette. There was no alarm associated with this event. The patient was connected at the time of the event. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, the patient indicated that the patient line was not fully primed prior to the patient connecting to the setup. The technical service representative reviewed proper procedures with the patient and assisted them in ending therapy. The patient planned to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.